Event description:
It was reported that a spectrum had "door latching problems". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "door latching problems" in the form of a door not fully latched alarm. Evaluation determined the cause was due to a damaged upper hook. The door hooks were replaced.